Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a patient had withdrawal, and return of ¿symptoms.¿ the patient reported ongoing headache and upper back pain. The patient reported he was having issues with the catheter since about 2-3 days prior to the date of this report. The patient stated that on tuesday (B)(6) 2015 he started getting headaches which became increasingly worse and on wednesday-thursday he had a return of spasticity. The patient went into the managing healthcare professional (hcp) and they did an x-ray. The patient stated that he was told the catheter coil had ¿moved down a little bit.¿ the patient started taking oral baclofen (B)(6) 2015 around 12 pm and ¿has stopped going through withdrawal.¿ the patient noted he has probably taken 100mg orally. The patient stated they called a surgeon (hcp) but he was out of town and could not get him in surgery until (B)(6) 2015. The patient requested hcp listings. The pump was used to infuse gablofen (baclofen). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter "coiled." Surgical intervention occurred for revision of the pump and replacement of the catheter. The patient status was unknown on the date of this report.